Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient underwent ipg replacement via surgical intervention on (B)(6) 2024. The reason for surgery was not provided. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.